Manufacturer narrative:
(B)(4).

Event description:
It was reported that an adverse event occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2020. The patient stated, the sensor worked intermittently (switching between signal loss and sensor error) on the second day of the sensor session. They stated that the sensor would work for about 20 minutes, then quit for a few hours, then start working again. The issue started around 8:30 am and lasted until 3:30 pm and during that time, his glucose dropped, he lost consciousness and emergency medical services (ems) was contacted. The patient was treated and transported him to the emergency department where he regained consciousness. Data was provided for investigation. The problem of ??? Or hour glass or no readings or sensor error was confirmed. The probable cause was determined to be sensor noise. No additional patient or event information is available. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction has been made.